Manufacturer narrative:
Additional information: b5, b7, g3, g4. A review of the device labeling and risk management document was completed. Foreign body sensation is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Foreign body sensation is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was obtained. Reportedly, the patient presented postop with a "foreign body sensation", characterized as "mild and non-serious". Per report, there was no intervention required, and the event is ongoing.

Event description:
The following additional information was received. Per report, the patient was treated with eye drops (artificial tears) for the reported foreign body sensation, and topical medications.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
It was reported that a stent from a trabecular microbypass stent system was observed "free floating" in the right eye (od) on postop day one (1). Per report, a subsequent review of the surgical video revealed that the stent dislodged intraoperatively during irrigation and aspiration. Per report, the event was characterized as "non-serious", with no report of intervention, and unresolved. Any omitted information was not available at the time of report.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Dislodged/dislocated stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
The following additional information was received. Per report, the foreign body sensation was noted as "resolved". However, the patient subsequently returned the following day with a "foreign body sensation", described as "mild and non-serious" and is continuing treatment with artificial tears.